Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch and pacing inhibition. No changes or intervention were reported. The patient condition was not known.